Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure, the generator displayed error 296. Troubleshooting was attempted by turning the generator on and off, however, the same error kept appearing. Three delivery devices were tried, however none worked. The procedure was postponed and rescheduled to be on another day with another generator. The patient had already been sedated with spinal anesthesia when the procedure was rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The generator was returned and upon receipt at sfmd (sourced finished medical device) nortech systems, this device was thoroughly analyzed. Upon visual inspection, the generator looked to be in overall good physical condition. During functional evaluation of the device, the service department was able to confirm the 296 solenoid error. Based on information available, the error code displayed was most likely caused by an electrical failure. It was recommended to replace the mcu (master control board) and delivery device cable. The initial reported allegation of device displays 296 needle retraction error was confirmed. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure.

Event description:
It was reported that, during convective radiofrequency water vapor thermal therapy procedure, generator displayed error 296. Troubleshooting was attempted by turning generator off on, however the same error kept appearing. It was noted that they tried with three different delivery devices. The procedure had to be postponed and was rescheduled for the day after with another rezum generator. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
This report is being submitted to correct the lot number field (d4) in section d, suspect medical device.

Event description:
It was reported that, during convective radiofrequency water vapor thermal therapy procedure, generator displayed error 296. Troubleshooting was attempted by turning generator off/on, however the same error kept appearing. It was noted that they tried with three different delivery devices. The procedure had to be postponed and was rescheduled for the day after with another rezum generator. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.